Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The service engineer evaluated the device and verified the malfunction. The se replaced the single board computer (sbc) printed circuit board (pcb) to resolve the issue. The device then passed all testing.

Event description:
It was reported that when a ventilator was turned on, the display was stuck. There was no report of patient involvement.